Event description:
Reporter indicated that vns pt does not feel all magnet mode stimulations and that the device was not recording magnet activations in the programming history. The device was swiped with the magnet at office visit and reportedly did not stimulate as there was no response from the pt and subsequent device interrogation showed 0 magnet activations. Further follow-up revealed that improper technique may be the cause of the intermittent magnet activations. Treating neurologist indicated that he holds the magnet over the device for approx 15 seconds and then removes it instead of holding the magnet over the device for at least 1 second and then immediately removing it as recommended in device labeling. Treating neurologist plans to attempt initiation of magnet mode stimulation using proper technique at pt's next office visit and will reinterrogate the device afterwards to confirm that magnet activation is registered in device programming history. Investigation to date has been unable to determine if the reported event was caused by improper technique or by system malfunction.